Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter indicated that recently the cartridges would form large air bubbles in them. The reporter confirmed that the air bubbles were removed from the cartridge prior to placing the cartridge into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.